Event description:
Healthcare professional called to report right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings on the device. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report right side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.